Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. Visual inspection showed that the gauge needle was resting at zero. A syringe gauge leak test was performed and it was noted that the gauge needle remained at zero while the pressure was increased. It is possible that the complaint device was damaged during handling without direct patient contact either during shipping, unpacking, or preparation of the device. This may have caused the internal mechanism of the gauge to become damaged, therefore the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician went to inflate the balloon, however it was noted that the gauge was reading inaccurately. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.